Event description:
The surgeon was performing arthroscopic surgery on the knee. The surgeon employed an 8" arthroscopic hook electrode. Catalog #0011a. During the procedure, the distal tip insulation (clear) came off the electrode. The insulation was then retrieved from the pt's knee. There were no permanent pt injuries.